Event description:
It was reported that post a stenting treatment procedure, patient complications occurred. The consumer reported that they had a taxus stent implanted in (B)(6) 2004. Post procedure, they were administered plavix. Immediately after the stent was placed, the patient experienced spasms in their artery and their physician prescribed slow release nitroglycerin tablets. Six months after the stenting procedure the patient had a "near fatal heart attack" due to a "blood clot behind the stent." The patient continues to have angina. No additional information was provided.

Manufacturer narrative:
(B)(4)- it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device cannot be reviewed. If there is any further relevant information to report, a supplemental medwatch will be filed. (B)(4)